Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
A bhr femoral head (part 74121142, lot 50111, serial no. (B)(4)) was received for investigation following hip revision surgery. No details were available as to the reasons for revision, nor was further information supplied about any of the other devices originally implanted in this patient to know if they were retained or removed. The production records were reviewed for the known devices involved in this incident. All the released femoral head devices involved met manufacturing specifications at the time of production. Visual inspection was carried out on the returned devices. Some fine scratches could be observed on the bearing surface of the head. Wear analysis was performed to review linear wear on the bearing surface of the femoral head. The wear images identified a wear patch on the bearing surface of femoral head. The maximum linear wear was 5.7¿m on the bearing surface of the head. Time in vivo is needed to compare the linear wear for this device with the historical wear data for a non-edge loaded smith and nephew large diameter metal-on-metal device. The wear was low and approaching the manufacturing aberrations on the bearing surface of a smith and nephew large diameter head. Since no underlying medical documents were received for investigation, no thorough medical investigation and assessment of the reported complaint can be performed. Without further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
As of today, device return and additional information has been requested for this complaint but has not become available. Since neither the underlying medical documents nor device part details were received for investigation no thorough medical investigation, manufacturing record review and assessment of the reported event can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.